Event description:
It was reported that the patient presented experiencing ventricular tachycardia. Upon interrogation, it was noted that the implantable cardioverter defibrillator - ICD exhibited competitive atrial pacing inducing ventricular tachycardia. The ICD was reprogrammed (B)(6) 2021. The patient's condition was unknown.